Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. The primary investigator reported that the event was unrelated to the hvad device. Clinical factors that may have contributed to the reported event include the patient's recent infection, medical treatment, and patient comorbidities. Though the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event.heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical study database that this patient called the clinic on (B)(6) 2015 indicating that he had a low-grade fever the night prior. There was no report of cough or sputum, nausea, or vomiting. Infectious disease (ID) consultation on (B)(6) 2015 recommended that the patient be admitted to check cultures. The patient was started on intravenous vancomycin 1,500 mg daily and cefepime 1 gram twice daily. Coumadin was reduced to 2 mg daily given infection. Home dose was alternated 4/5 mg daily. Blood cultures taken on (B)(6) 2015 showed gram positive cocci. The cefepime was discontinued. Repeat blood cultures taken on (B)(6) 2015 grew (B)(6). Of note, the patient has been on long-term oral antibiotics (minocycline 100 mg twice daily) for recurrent (B)(6) bacteremia.  International normalized ratio (inr) was subtherapeutic. The patient was started on heparin drip 17 units/kg/hour with plans to discontinue once inr therapeutic. The patient was discharged home on intravenous vancomycin for two weeks with plan to transition to oral antibiotics. The event was considered resolved on (B)(6) 2015. The primary investigator believed the event was related to the patient's condition and unrelated to the lvad system. No further information was provided.